Event description:
When rn in room with patient, noticed it had stopped blowing air and machine said "system self-test." There were no alarms sounding. Machine was turned off and on and began blowing air again.